Manufacturer narrative:
Product event summary: the device was returned, analyzed and analysis revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was premature battery depletion and the device triggered elective replacement indicator (eri) less than five years from implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.